Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) has an abnormal sound. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the compressor (0102-00-0001). All functional and safety test were performed. Unit handed over in good working condition.